Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device displayed ghost cubie b.0 which does not exist. The customer requested deletion of ghost pocket so that the failed pocket issue could be resolved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a ghost pocket was displayed in the pyxis system, and the pocket did not physically exist. The field service engineer (fse) worked with the technical support specialist and the customer to resolve a software related issue involving a cubie ghost pocket. The fse went to the station and reseated the row board, as recommended by the technical support specialist, and then restarted the station. A technical support specialist had dialed into the med es report server and, after confirming through ssms that the storagespacekey for the affected station was different, dialed into the station, logged in as cfnadmin, stopped the bd datasynchronization and bd maintenance services, created and saved a station database backup, successfully ran the script with the new storagespacekey, set autologin as cfnapp in the station configuration utility, rebooted the station, and confirmed that the failed hardware icon had disappeared from the screen. The system was functioning properly at the time of verification. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.